Event description:
It was further reported that the poor reflow during the index procedure was in the proximal to mid internal carotid artery post stent deployment. Arterial spasm was also noted. The event was resolved the same day and the patient was discharged one day post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-03661. (B)(4) clinical trial. It was reported that during a carotid artery stenting treatment procedure the patient experienced no reflow. The index procedure treated a 95% stenosed, 4.0x30mm lesion at the ostium of the right internal carotid artery. Access was obtained via the left common femoral artery with an ultrasound probe and a 6f sheath. A 4f sheath was advanced into the left common femoral vein and a non-bsc guide wire was advanced through the left iliac artery and a tennis racket catheter was finally advanced for aortography of the aortic arch. A 5f vertebral catheter was advanced over a stiff angled non-bsc guide wire was used to engage the right innominate artery and angiography of the right common carotid artery was performed. Prior to treatment, it was noted that pre-dilation would be required to pass the filterwire. Pre-dilation was completed using a non-bsc guide wire to access the lesion site and dilation with a 2.5x30mm balloon twice to 10atm. During pre-dilation the patient developed transient bradycardia that resolved with coughing. Treatment consisted of placement of a filterwire ez using the previously placed non-bsc guide wire as a buddy wire, additional pre-dilation with a 4x30mm apex balloon again resulting in transient bradycardia, deployment of a 6x22mm carotid wallstent, and post dilation with a 5x20mm balloon. During the procedure the patient developed no reflow within the distal portion of the stent requiring thrombus aspiration with a non-bsc device. Intra-arterial nitroglycerin was also administered. The final outcome was resolved without residual effects and 0% residual stenosis with no evidence of distal embolization.